Event description:
It was reported that the patient was trying to use their patient programmer and was getting the poor communication screen. The patient removed the batteries, put them back in, relocated the antenna, and tried again. It was noted that after several attempts, the patient reported that stimulation was off on program 2 at 1.5v. The patient turned stimulation back on and while they were talking they watched the stimulation level go from 1.5v to 1.4v without them even touching the buttons. It was reported that the patient pushed the minus button and lowered stimulation to 1.3v. The patient felt the sensation pulses as stimulation then a rest then stimulation then rest then stimulation. It was noted that the patient could feel the stimulation pulses going faster and they had not touched their programmer. The patient never had therapeutic effect and since implant their symptoms had not been helped. It was reported that the number of pad the patient needed to use during the day was the same as before and they needed 6 to 8. Yesterday was a terrible day for the patient¿s symptoms and the patient spent most of the day in the shower. It was noted that the patient got brown discharge on their pad and did not think it was feces as it was on the front of their pad and thought it came from their vagina not the back. The patient wondered if they had a perforated bowel. It was reported that the patient had an appointment with their health care provider (hcp). Additional information received reported that the patient wanted to know how long the pulsing went on for and why didn¿t it decrease the pads in the day they were using and they wore briefs. So far today the patient used 3 pads and right now it was stimulating with little pulses and they were feeling stimulation. It was noted that the patient was not getting relief from the therapy and most often it was falling off of them and if they were close to the bathroom they made it but not always. The patient¿s symptoms had been since implant and before implant and if they went higher it might hurt. It was reported that the whole thing was disappointing and annoying and the patient changed the programmer battery today. After several tries of repositioning the antenna the patient was able to communicate with their implantable neurostimulator (ins) and saw program 2 at 1.3v and increased to 1.4v and they wanted to try 1.4v top see how it worked for them. It was noted that the patient was aggravated and thought that they should have explained to them and the patient did not walk very well. Yesterday it was so bad that the patient was very irritated below and it affected their walking. It was reported that the patient couldn¿t find an hcp where they lived for 7 months. The patient used the motorized chair when doing grocery shopping and was told that if the stimulation felt uncomfortable when they were in the chair to turn stimulation off. It was noted that the patient¿s hcp¿s office did not tell them about the chair, the patient had 2 knees replaced, had back surgery, and now had the implant and whatever they were told stuck in their brain.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0g110, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Additional information received from the consumer reported that the patient just got back from the hospital after colonoscopy and surgery on her colon. It was reported that the patient's symptoms started three years prior, before the implant was placed. The patient had three years of chronic utis and acute pain. The patient was eating azo. The patient always felt like she was sitting on a football and the patient was inflamed. This feeling lasted until the patient's recent colon surgery. It burned and the patient yelped when going to the bathroom because she was so sore. The patient was bleeding on the day of this report and the patient was burned and sore down there. After the surgery the patient stool was also very loose. It was noted that the programmer cord was missing.